Event description:
Device 1 of 2, MFR report # 1627487-2018-02532. Further follow up revealed that patient underwent a surgical intervention on (B)(6) 2018, wherein scs leads were replaced. Effective therapy has been restored post-operatively.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. MFR report # 1627487-2018-02532. It was reported the patient heard a "pop¿ while stretching, thereafter, the patient no longer received effective stimulation coverage from the scs system. X-rays confirmed lead migration. As a result, surgical intervention may be pending to address the issue.